Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was implanted in the morning. Later that day, the patient became ill and device interrogation revealed the device reached elective replacement indicator (eri) prior to implant. The physician was unable to program the device. The device was replaced the next day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.